Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2014 due to a fall that caused lead migration. The lead was replaced. The patient outcome was not provided. Additional follow up is being performed and a supplemental report will be sent if information is received.

Event description:
Additional information received reported that the patient regained expected therapy after the lead replacement for migration. It was noted that the issue was resolved at that time as the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3778, lot# unknown, implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, lot# unknown, implanted: (B)(6) 2014, product type: lead. (B)(4).